Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and multigravida. Concurrent conditions included uterine bleeding and dysplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/severe bleeding"), dyspareunia ("dyspareunia"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was/were described/confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received-event cramping added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and multigravida. Concurrent conditions included uterine bleeding and dysplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/severe bleeding"), dyspareunia ("dyspareunia"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was/were described/confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and multigravida. Concurrent conditions included uterine bleeding and dysplasia. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), genital hemorrhage ("bleeding/severe bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, genital hemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital hemorrhage, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received. Lot number, reporters information and concomitant drug were added. Date on essure insertion added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and multigravida. Concurrent conditions included uterine bleeding and dysplasia. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding/severe bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain. Lot number: 809010 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she is status post ht ablation procedure and essure placement in 2011". The patient's medical history included parity 6 and multigravida. Concurrent conditions included uterine bleeding and dysplasia. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding/severe bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and medical device monitoring error ". Lot number: 809010, manufacturing date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: medical records received. Event " she was status post ht ablation procedure and essure placement in 2011" was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("bleeding/severe bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and multigravida. Concurrent conditions included uterine bleeding and dysplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was/were described/confirmed in patient¿s medical records: pelvic pain. Incident no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.